Event description:
Boston scientific received information that during an ablation procedure with this cardiac resynchronization therapy defibrillator (crt-d) programmed to electrocautery mode, electrocautery was being used close to the right ventricular (rv) lead and loss of capture (loc) for 3 beats was observed. Boston scientific technical services (ts) discussed the defib detect circuit and the function in the presence of electrical current. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.